Event description:
It was observed that during the device evaluation, the subject device exhibited a failed leak test. There was no patient involvement.

Manufacturer narrative:
E2: health professional - (no) and e3: occupation - non-healthcare professional. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device failed the leak test due to a hole in the cable. The most probable cause of the complaint was due to expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.